Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited increased thresholds due to lead dislodgement. A revision procedure was performed and the decision was made to surgically abandon and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular defibrillation lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.